Event description:
Report received of no audible alarm tone. The pump was returned to the biomedical engineering dept with an unsigned note that indicated that the alarm was not working. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. During testing by the user facility, the device did not sound an audible alarm tone.